Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft broke. While outside of the body, the physician tested a fetch 2 thrombectomy catheter in jelly. Upon advancing the catheter back into the packaging loop it was noted that the catheter broke in half. No patient was involved.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a fetch 2 aspiration device. Visual examination noted several separations and 1 kink. Visual and tactile analysis noted 2 separations on the catheter shaft 1 at 40cm, 1 at 57.5 from the strain relief. Also it was noticed that there was 1 kink at 85cm from the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the shaft broke. While outside of the body, the physician tested a fetch2 thrombectomy catheter in jelly. Upon advancing the catheter back into the packaging loop it was noted that the catheter broke in half. No patient was involved.